Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber/laser system went into standby mode. The fiber was replaced and the procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The distal tip of the glass cap showed of devitrification and detritus was observed on the metal cap. The identified issues would likely active the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural fractures encountered during the procedure.